Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat pt plus cartridges that yielded suspected discrepant result of >8.0 on an 85-year-old male patient with arterial fibrillation. There was no additional information available at the time of this report. Return product is available for investigation. Method: date: collected tested: inr: I-stat, on (B)(6) 2025 , 08:28 , 08:28, >8.0 finger stick, stago , on (B)(6) 2025, 09:16, 10:38 , 2.4 venous draw into blue tube. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Intended use: the I-stat ptplus cartridge is intended for use in the in vitro quantitative measurement of the clot time of the extrinsic coagulation pathway when activated by thromboplastin in non-anticoagulated whole blood (venous or capillary), using the I-stat 1 system. Measurements of prothrombin time are used to aid in the monitoring of patients receiving anticoagulant therapy with coumarin derivatives. The I-stat ptplus pt test result is reported in seconds and as an inr. The test is intended for point of care use and is for prescription use only.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-jun-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing of ptplus cartridge lot c24325 met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.